Event description:
It was reported the pump was explanted due to volume discrepancies. The expected residual volume was 7 milliliters and the actual residual volume was 15 milliliters. A dye study, a rotor/roller study, and x-rays were performed. The logs were checked. The product issue was not resolved and the cause was not determined. The pump was being used to deliver hydromorphone and clonidine. The catheter was shown to be patent by the ability to easily withdraw cerebrospinal fluid and through dye study. The patient status at the time of the report was ¿alive- no injury.¿ the patient had underdose symptoms and claimed to have gone through withdrawal, but was unable to articulate specific symptoms. Additional information received reported the patient still had pain. It was not determined if the patient¿s pain was ¿truly withdrawal,¿ but that was the only symptom. After replacement the patient was receiving effective therapy.

Manufacturer narrative:
Analysis of the pump found overinfusion with undetermined root cause. The pump was received at minimum rate with 25 milliliters (ml) of fluid pulled out of the pump. The logs were gathered and no anomalies were noted, not even a past motor stall recovery. Dispense accuracy testing displayed an over infusion. Further infusion testing passed for accuracy.

Manufacturer narrative:
Product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.